Event description:
It was reported that this patient suffered a cardiac arrest and lost consciousness due to a ventricular tachycardia (vt) episode. The vt was below the shock zone and was treated only with several bursts of anti-tachycardia pacing (atp) that were ineffective. Reportedly, there was undersensing due to a fast large-small vt signals transition, the device could not get sensitive enough rapidly for proper sensing. The patient was left with a slow ventricular rhythm at the end of the event storage. Technical services reviewed the case and recommended to reprogram the shock therapy zone and turn off atp as it was ineffective. However, due to the patient's condition and being connected to a monitor at the hospital, the physician chose not to make any changes to the device. This cardiac resynchronization therapy defibrillator remains in service and no additional adverse patient effects were reported.